Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/13/2021. H.6. Investigation: it was reported that when attempting to flush a cvc port with 10 ml prefilled saline syringe it was it was locked and unable to advance after 5ml. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. The sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and the result was within specification. It could be possible the customer had product on the higher end of specification inducing more force than normal required to expel the solution. A device history record review was completed for provided material number 306575, lot 1019576. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that the bd posiflush¿ sp pre-filled flush syringe nacl 0.9% had difficult plunger movement during use. The following information was provided by the initial reporter: "attempting to flush the cvc port with 10 ml prefilled saline syring (bd posi/flush) , unable to advance after 5 ml. It was locked and unable to advance; able to aspirate but unable to push/advance it."

Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306575 and lot number 1019576. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd posiflush¿ sp pre-filled flush syringe nacl 0.9% had difficult plunger movement during use. The following information was provided by the initial reporter: "attempting to flush the cvc port with 10 ml prefilled saline syring (bd posi/flush) , unable to advance after 5 ml. It was locked and unable to advance; able to aspirate but unable to push/advance it."